Manufacturer narrative:
Note: we hae not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
In this case and based on the info provided, the panel lock system does not work well and the flat panel is not locked. A philips service engineer evaluated the system and found that the locking pin for the flat panel went too deep in the detector making it hard to work with on the system. The philips service engineer noticed that the ball head bolts used for the wing cover needed to be replaced on the system. The philips service engineer changed the locking pin and adjusted it to be within values per a corresponding fco for the brightview xct camera.